Manufacturer narrative:
Our customer has reported that the device will be returned for eval, however, the device has not yet been returned to our facility for analysis.

Event description:
It was reported that the procedure was to treat a calcified lesion. A hi-torque (ht) connect guide wire was advanced toward the target lesion. The tip of the ht connect guide wire separated and approximately 3 cm remained in the pt anatomy. An unspecified stent system was advanced toward the target lesion and the stent was deployed. There was no adverse pt sequela. There was no clinically significant delay in the procedure. Additional info was requested.